Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level of 540 mg/dL; cause unknown. Customer performed a supply change to address the BG. Recommendation was made to consult a healthcare provider in regard to diabetes management.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.